Event description:
It was reported by the facility while a patient was undergoing a colon resection laparoscopy that a white piece came off the device and melted inside the patient.

Manufacturer narrative:
It was reported by the facility while a patient was undergoing a colon resection laparoscopy that a white piece came off the device and melted inside the patient. Per the facility the event happened during the 'middle to end' of the procedure, and the piece was unable to be retrieved. According to the facility, they reported that the procedure was completed and there was no reported serious injury or medical intervention noted. The device was returned to the reprocessing facility for evaluation and the customer reported issue was confirmed. Upon inspection of the device, it was observed that the white tissue pad at the distal end of the device was missing. No additional damage was observed to the distal end of the device. A definitive root cause could not be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.